Event description:
Tech alleged that the bed would still move after the brake was applied. No pt impact.

Manufacturer narrative:
The tech replaced the bushing adapter plate and the top and bottom brake block to resolve the issue.